Event description:
It was reported that the up arrow, down arrow, and okay keypad buttons were unresponsive. There is no additional information available about this complaint. The complaint is being reported because the issue of unresponsive buttons could not be resolved at the time of troubleshooting.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation follow-up #1 submitted (B)(4) 2012. The pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: testing could not duplicate complaint for keypad unresponsive. All keys are responsive. The keypad was removed to investigate and no evidence of keypad contamination or misaligned contacts were found. The pump cover was removed to inspect keypad flex and flex connector, with no defects being found.